Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in offline mode. The field service engineer (fse) contacted user regarding a station that would not boot. The all-in-one (aio) unit was prompting for a (basic input/output system) bios password upon startup and verified that the solid-state drive (ssd) was not being detected on the post (power-on self-test) screen fse provided assisted customer to reseat the sata ssd connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system device was in offline mode and needed password to access. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.